Event description:
Healthcare professional (hcp) reported injecting a patient with 2ml of juvéderm¿ voluma¿ with lidocaine in the ¿ck1, ck2 and chin area.¿ five days post injections, the patient went in for a follow-up and there was ¿minimal edema at right upper cheek.¿ three ¿ four days later, there was ¿minimal erythema and rash on the right upper cheeks area.¿ seven days post injections, the patient ¿use retinol.¿ three weeks post symptom onset, the patient ¿went to get a chemical peeling in the morning and their provider noticed increased edema on the right cheek.¿ ¿lump-like on the right upper cheek. Feeling of heaviness on the right cheek.¿ no treatment information was provided. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.